Manufacturer narrative:
Event summary: visual inspection of balloon catheter showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for nine applications on the event date. The catheter failed the performance test due to a system notice (#(B)(4)) indicating that ¿the safety system detected fluid in the catheter and stopped the injection¿ upon connection to the console. Dissection and pressure testing revealed an outer balloon pin hole. This issue has not been reported by the user and might have occurred post procedure. Dissection and pressure testing also showed 0.5 check valve leak. Furthermore, there is a kink at 0.933 inch from the tip of the catheter. No leak is generated from the kink. This issue also has not been reported by the user and might have occurred post procedure. In conclusion, balloon catheter failed the returned product inspection due to outer balloon pin hole and kink in the guide wire lumen and/or pressure check valve. If information is provided in the future, a supplemental report will be issued.

Event description:
The balloon catheter subsequently tested out of specification per the manufacturer's investigation.